Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 219 mg/dl at the time of incident. Customer stated that the insulin pump buttons were sticking. Customer also mentioned that the insulin pump was exposed to moisture. Advised customer to change the battery and call back if that will not resolve the issue. The insulin pump is not expected to return for analysis.